Event description:
A physician reported a patient who was originally skin tested on 4 january 1999 in the inner aspect of one of her wrists. On 6 january 1999, the patient was asymptomatic. On 13 january 1999, the patient presented with redness and swelling at the test site, (exact onset date not known). The physician diagnosed the symptoms as a hypersensitivity. On 17 february 1999 the patient phoned requesting removal of the test implant. The physician advised the patient to apply warm compresses at the site. On 25 february 1999, the patient presented with persistent pain, redness, firmness at the test site. The physician noted the site appeared to be fluctuant, however no fluctuant material was drained or cultured. The physician diagnosed an abscess at the test site and prescribed oral cipro.